Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer (fse) identified that the retractor band was disconnected from the controller board and also the rails were bad which caused the retractor to disconnect. Fse replaced the rails and retractor band and verified the drawer to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer failed to detect on bus and required maintenance. The customer attempted to recover the drawer and rebooted the station, but the issue persisted. Additionally, shut down the station by unplugging the power cord from the back of the unit and waited for 2 to 5 minutes. Then reconnected the power plug, turned the station back on, and checked the drawer, but the recovery attempt still failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.